Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to a thoracic endovascular aneurysm repair (tevar) procedure. The arteriotomy was 6fr and during the tevar procedure, the sheath was upsized to 14fr. Reportedly, a cuff miss occurred with three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The tevar procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.